Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a z9002 intraocular lens 20.0 diopter was explanted from the left eye of a female patient. There was incision enlargement, no sutures and no patient injury was reported. Another lens of the same model was implanted as the replacement lens. No further information was provided.

Manufacturer narrative:
Corrected data: describe event or problem: the statement; there was incision enlargement in the initial report was incorrect. The statement should have said, there was no incision enlargement. Additional info: device available for evaluation yes, returned to manufacturer on 10/19/2016. Device returned to manufacturer yes. Device evaluation the device was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and the lens was observed cut in two pieces. This could be related to the explant process mentioned in the initial report. There was no specific complaint related to the lens. The issue reported could not be verified in the returned lens. The manufacturing record was evaluated and the devices were manufactured within specifications. No non-conformance reports (ncrs)/deviations/discrepancies were issued during the manufacturing process of this po. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.